Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged. An invasive revision procedure was performed and the lv lead was removed and replaced. There was no report of adverse patient effects due to the revision procedure.

Manufacturer narrative:
The product has been received and is currently being analyzed. When testing is complete this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual inspections did not identify anything that would cause the lead to dislodge. The allegations of lead dislodgement could not be confirmed.